Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was affected by the issue of a shortened ventricular catheter connection site with their valve. As a result, the patient had a revision surgery.